Event description:
It was reported that the patient has been hospitalized due to high blood glucose (bg) levels of 21.3 mmol/l (383.4 mg/dl) after experiencing unspecified issues with the omnipod personal diabetes manager (pdm). At the hospital, the patient has been placed on an intravenous (IV) of insulin and potassium until the pdm is replaced.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.